Manufacturer narrative:
The palmaz stent was out of position on the balloon of the delivery system after being removed from the prepping tray. The palmaz stent was taken out of the sterile pouch. The product looked normal when it was removed. The device was prepared on the tray by flushing with saline solution. There was no mishandling of the device. When the device was removed from the tray, it became caught on another device and some friction was experienced. After inspection, the mounted stent was observed to have moved out of position on the balloon. The physician thought the risk of stent dislodgement or balloon rupture may occur, so another new palmaz stent (details unknown) was opened instead. The procedure was completed successfully. The complaint product was not clinically used. A non sterile palmaz medium on 6.0mm x 3cm powerflex plus was received coiled inside a plastic bag. The balloon and stent were not expanded, however, the stent was noted to have shifted towards proximal end of balloon. The balloon presents the marks of the stent at the distal side indicating previous stent position according to specification. The stent has damages at proximal end. No other anomalies were observed. The stent crossing profile was evaluated and all the values (proximal, middle and distal) of the stent were within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Controls are in place for stent inspection for proper placement, stent damage, to verify nesting process, and crossing profile. The stent offset/ out of position of the stent during preparation reported by the costumer was confirmed. It was reported no discrepancy was found with initial inspection. The reported information suggests that procedural handling and interaction with another device during prep contributed to the position of the stent and the damage. The device did not present any obvious indication of manufacturing defect or anomaly contributing to the event as reported. Neither the product analysis nor DHR review analysis suggests that the reported event is related to the assembly manufacturing process; therefore, no corrective action will be taken at this time.

Event description:
The stent of the delivery system was out of position on the balloon after being removed from the prepping tray. The palmaz stent (complaint product) was taken out of the sterile pouch. The product looked normal when it was removed. The device was prepared on the tray by flushing with saline solution. There was no mishandling of the device. When the device was removed from the tray, it became caught on another device and some friction was experienced. After inspection, the mounted stent was observed to have moved out of position on the balloon. The physician thought the risk of stent dislodgement or balloon rupture may occur, so another new palmaz stent (details unk) was opened instead. The procedure was completed successfully. The complaint product was not clinically used.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.